Event description:
We were doing a hysteroscopy with the aqualex pump and needed to utilize the myosure device. The reprocessed myosure reach tissue removal device was plugged into the machine and when the foot pedal was pushed, it only turned on for about a second then turned off. This happened numerous times.

Event description:
We were doing a hysteroscopy with the aqualex pump and needed to utilize the myosure device. The reprocessed myosure reach tissue removal device was plugged into the machine and when the foot pedal was pushed, it only turned on for about a second then turned off. This happened numerous times.